Event description:
A peritoneal dialysis pt has reported that the dialysis solution is leaking out of the cassette and into the cycler. Pt stated that she was in treatment and noticed there was solution leaking from the cycler. Pd nurse reports that pt has not expressed or demonstrated any ill effects or had any antibiotics administered. There is no sample available for eval.